Event description:
Received report that stated, "we had a broken bag (star shaped breakage) that was discovered at time of verification (when cassette was opened to verify product. The storage type for bag was vapor & it was froze in 10/2005. The bag lot # is h05d20070. The product from the broken bag was not used. Event was 02/03/2006. 100ml was amount of product in bag. This was the first infusion for the patient. It is unknown if patient had sufficient quantity of cells for engraftment, but there was sufficient quanity of product to infuse the ordered amount of cells from the phyisician's order. Refuse to give any patient information. Product was collected and processed in october of 2005 and remined in storage and frozen from october of 2005 until on 02/03/2006."